Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours in the hip/buttocks. The patient originally sought medical attention in the ER (emergency room) on (B)(6) 2024, and diagnosed with a staph infection at the infusion site. The patient reportedly returned to the ER on (B)(6) 2024, due to pain at the infected site. The affected pod site was initially approximately 3' inches long and 1" wide with hardness and bright red color. Patient reported the affected pod site has diminished in size, and it is no longer bright red. The affected area is now pink in color, and hardness is resolving. At this ER visit, the patient was prescribed an additional "salve" to apply to the affected area. Patient reported they were wearing a pod at ER visit, but it was a new pod and in a different location than the infected area. Patient was released after 2 hours.